Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing did not confirm the reported issues. The image was properly displayed on the display screen. Visual inspection of the device found the front shield, output socket, cable, and connections were corroded. The lamp timer on the olympus xenon lamp was more than 500 hours of use, which is an indication the lamp needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for a diagnostic colonoscopy, it was discovered that water had infiltrated the subject device and came out of the place where the generator plug is inserted, and the display screen was black. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was assumed that the cause of the phenomenon is that liquid inadvertently penetrated the product which shorted the power lines of the internal components, resulting in the failure of image output. The cause of the liquid penetration may be attributed to user handling problem but cannot be confirmed. Olympus will continue to monitor field performance for this device.